Event description:
The customer states, that the clinical chemistry creatine kinase reagent lot # 52044hw00 is generating an out of range low quality control results on both architect c8000s. There was no impact to pt management reported.

Manufacturer narrative:
Internal identifier(s): 056/1-317753488. An investigation has determined that some cartridges with ck lot # 52044hw00, expiration october 19, 2007, may cause decreased qc and / or pt results, increased imprecision, and error code 1054 (unable to calculate result, reaction check failure) when a cartridge is initially placed into use on the architect csystems. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.